Manufacturer narrative:
(B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant dat provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report.

Event description:
Healthcare professional reported an event of dysphagia; a lap-band ap system surgical revision to the access port only, with replacement of the access port took place to treat the event. Healthcare professional provided updated information in which port replacement (malrotation, flippage) is described as contributing to the reason for the surgical revision to the access port. Port was replaced. Band remains implanted.